Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, and occlusion tests. No unresponsive buttons were noted; each button functioned properly. However, the unit had corroded keypad traces. The following cosmetic damage was also noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the buttons on her insulin pump are not working, and even after a battery change the keys are still unresponsive. The patient's blood glucose at the time of incident was 85 mg/dl, but reached as high as 482 mg/dl and 500 mg/dl. Customer did not report on any symptoms of high blood glucose, and she treated her glucose levels with 20 units of novalog insulin. The customer stated that she puts the pump in a back in the pool area, but she has never noticed any moisture in the pump. Troubleshooting was declined for the high blood glucose because the customer just wants a new pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.